Event description:
It was reported that per the field service report: symptoms - "could not refill" error and rapid loss of he (helium) from tank. Pump was on pt while pumping, but swapped out quickly thus no harm to the pt. Therapy was finished successfully. Findings/action taken: could not replicate error, but from prior experience the symptoms could indicate a sticky drain valve causing leakage to atmosphere. The pneumatic control switch (pcs) assembly was replaced; ran functional checklist. The intra-aortic balloon pump (iabp) performed to specifications. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome was the pt received iabp therapy successfully as planned.

Manufacturer narrative:
Complaint no. (B)(4).